Manufacturer narrative:
Event date is approximated as it was reported to have occurred on that date and initially started occurring that week after (B)(6) 2014. No parts have been received by the manufacturer for evaluation as no parts were replaced. A medtronic representative went to the site to test the equipment. Imaging system failed mechanical tests. It would boot up intermittently; taking long. The medtronic representative defragmented all drives and performed disk clean up. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with computer hard drive defragment. The software investigation found that the reported event was unrelated to a software issue. Upon completion of the documented investigation of this complaint, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The software functioned as designed. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system has been taking a very long time to boot up, today it took over an hour to boot. This behavior started occurring this week. He believes it is related to software upgrade from (B)(6) 2014. There was no patient present when this issue was identified.